Manufacturer narrative:
The insulin pump was received with partially broken retainer, broken reservoir tube lip, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 150 mg/dl. The customer stated that the insulin pump cracked at reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.